Event description:
It was reported that during a pta treatment procedure, the zipwire ss 035/260 angled guidewire became stuck in the guide catheter while inside of the pt. The lesion being treated was located in the superficial femoral artery. The event required that the physician remove the zipwire and the guiding catheter as a unit. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. Should further relevant info become available; a supplemental medwatch report will be filed.